Event description:
It was reported that during an unk procedure, when the device went to fire, it did not fire. Changing battery did not work. Device was fired outside of patient after messing around with it. Used new device to finish. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch # 255c80. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60g reload present. The reload was received partially fired 3/8. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A manufacturing process issue occurred after completing final inspection. This results in the device being unable to fire the first time that it is fully clamped. The device can recover from this state by re-clamping the device with the battery installed. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 255c80, and no non-conformances were identified.